Event description:
The pump was returned with no event. Drugs delivered via the device were fentanyl, clonidine, and bupivacaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8731, serial# (B)(4), (B)(6) 2005, explanted: unk. (B)(4). Analysis of the returned pump revealed a high battery resistance.